Event description:
It was reported during a laparoscopic splenectomy the 1seal ripped whenever the 12mm instrument was inserted and ripped twice. The surgeon was able to replace the 1seal and complete the case. A512sd used in the case had a torn gasket. There was no consequence to the pt.